Event description:
The reporter states that device will only operate for a very short time on battery power. There was no patient use associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on battery power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.